Event description:
It was reported that a pt had a catheter come apart at the hub or snap causing a shunt malfunction. The pt required a shunt revision.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. On february 12, 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.